Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that both enclosures and the arm stickers were damaged, oil residue is present on the joints. A functional evaluation revealed the device failed the weight test. The piston migration was at .98 inches. The reported failure was confirmed and the root cause has been associated with a seal failure.  A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that after surgery the spider 2 tenet broke. Incident occurred after the procedure; therefore, there was no patient involvement. Results of investigation have concluded that this unit failed the weight test which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.